Event description:
I injured my back in 1979 and have had 3 back surgeries since then. In (B)(6) 2012 I had an epidural. The dr hooked up the neurostimulation therapy for chronic pain machine outside of the skin for 3 days as a test. During this time, I have noticed that I felt some relief. After the three days, they removed the device and I went to have it installed under my skin a week later. After I had the device installed, I had to keep going back to the dr to adjust the machine for the pain level, as I was not having any relief. I started to take more pain management medication, as I could not sleep or find relief for the pain. Many visits back and forth with the dr to adjust this device and/ or meetings with the representative, but I had no relief. I had asked the dr to remove this device; however, he would not perform this operation. I finally found a dr at (B)(6) hosp who removed this device in (B)(6) 2014.